Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. B7) other relevant history - not available from facility. D4/h4) the lot number was not provided; thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, progress was made over the proximal coil, when calcium was encountered. Adding a spectranetics large visisheath dilator sheath on the glidelight, progression continued to stall. Then, switching to a spectranetics 13f tightrail rotating dilator sheath, it could only be advanced up to the distal coil. After several attempts with the tightrail, the decision was made to use the glidelight again; however, the glidelight would not advance. Suddenly, the patient¿s blood pressure dropped, and rescue efforts began, including bypass and sternotomy. An svc perforation was discovered and repaired, the lld was removed, and the rv lead was cut and capped, and remained in the patient. The patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics device in use during the procedure.